Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer blood glucose at the time of incident 376 mm/dl. Troubleshoot was performed. The issue was not resolved. The battery cap is broken. Contacts are damaged. Customer was advised to use back up plan until battery cap arrives.